Event description:
It was reported that this pacemaker exhibited a lead safety switch due to high out of range right atrial pace impedance measurements greater than 2000 ohms. Technical services (ts) reviewed device data and noted there were also atrial tachy response (atr) events caused by myopotential noise. Ts indicated the impedance spikes were likely due to a spring contact issue in the device header and recommended programming options and isometrics to determine if the noise was reproducible. This device remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a replacement procedure was performed where this device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to high out of range right atrial pace impedance measurements greater than 2000 ohms. Technical services (ts) reviewed device data and noted there were also atrial tachy response (atr) events caused by myopotential noise. Ts indicated the impedance spikes were likely due to a spring contact issue in the device header and recommended programming options and isometrics to determine if the noise was reproducible. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
This report is being submitted to correct the initial reporter email (e1) in section e, initial reporter. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Subsequently this product was returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to high out of range right atrial pace impedance measurements greater than 2000 ohms. Technical services (ts) reviewed device data and noted there were also atrial tachy response (atr) events caused by myopotential noise. Ts indicated the impedance spikes were likely due to a spring contact issue in the device header and recommended programming options and isometrics to determine if the noise was reproducible. This device remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a replacement procedure was performed where this device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to high out of range right atrial pace impedance measurements greater than 2000 ohms. Technical services (ts) reviewed device data and noted there were also atrial tachy response (atr) events caused by myopotential noise. Ts indicated the impedance spikes were likely due to a spring contact issue in the device header and recommended programming options and isometrics to determine if the noise was reproducible. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to high out of range right atrial pace impedance measurements greater than 2000 ohms. Technical services (ts) reviewed device data and noted there were also atrial tachy response (atr) events caused by myopotential noise. Ts indicated the impedance spikes were likely due to a spring contact issue in the device header and recommended programming options and isometrics to determine if the noise was reproducible. This device remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a replacement procedure was performed where this device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Subsequently this product was returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.